Event description:
It was reported that the patient experienced pain in his hip and at the lead locations (near the spine). The patient's implantable neurostimulator (ins) 'failed' several years ago, but no actions were taken to remedy the situation. The patient wanted the device removed. It was noted that the patient had a previous ins that also 'failed' approximately 1 year before the device in question was implanted. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Lead model: 377645, lot#: v003613, implanted: 2006 (B)(6), explanted: na, lead model: 377645, lot#: v003613, implanted: 2006 (B)(6), explanted: na, extension model: 3708120, serial#: (B)(4), implanted: 2006 (B)(6), explanted: na, extension model: 3708120, serial#: (B)(4), implanted: 2006 (B)(6), explanted: na, programmer model: 37742, serial#: (B)(4), concomitant system: ins model: 7427, serial#: (B)(4), implanted: 2002 (B)(6), explanted: na, lead model: 3887-33, lot#: j0125363v, implanted: 2002 (B)(6), explanted: na, extension model: 7495lz51, serial#: (B)(4), implanted: 2002 (B)(6), explanted: na, plug/boot model: 3550-09, lot#: la2114, implanted: 2002 (B)(6), explanted: na, programmer model: 7435, serial#: (B)(4). (B)(4).

Manufacturer narrative:
Updated coding; previously reported codes are no longer applicable.

Event description:
The patient reported that their implantable neurostimulator (ins) has not worked in years, and they want it removed. They also noted that it is painful where the wires are on their spine. No further complications were reported. The patient was implanted for multiple back operations.